Event description:
Terumo medical received a letter from a law office reporting that their client was allegedly injured as a result of a defect product, the angio-seal vip 6f vascular closure device. On (B)(6) 2019, plaintiff underwent a left cardiac catheterization procedure, access was through the right femoral artery. Closure of the access site was with a 6 french angio-seal device manufactured by terumo. After application of the angio-seal device there was difficulty in obtaining hemostasis. Upon information and belief, the patient (plaintiff) alleges that doctor (defendant) negligently failed to secure the device to prevent non-deployment of the device, negligently failed to monitor the device by ultrasound after having problems not achieving hemostasis, and negligently failed to monitor the plaintiff prior to discharge to ensure it was safe to do so. Before the plaintiff was discharged the registered nurse (rn) (defendant) was in charge of monitoring her vitals. Before the plaintiff was discharged the nurse (defendant) informed the plaintiff and her family members that she had no right lower extremity pulse. Additionally, the right lower extremity was discolored and cold to the touch. Plaintiff and her family members questioned the wisdom of discharging the plaintiff with these problems. The nurse's (defendant) response was that this was normal for such a procedure that plaintiff had undergone. The nurse (defendant) failed to inform the cardiologist of these conditions and instead discharged plaintiff from the hospital. Later that day the plaintiff began experiencing chest pain and right leg pain. The emergency room was contacted, and the plaintiff was transported via ambulance to the emergency room. The plaintiff was then readmitted to the hospital. An arterial doppler of the right lower extremity showed a right common femoral artery occlusion likely due to angio-seal complications. The plaintiff then underwent an open thrombectomy of the right common, superficial, and deep femoral arteries and a four compartment fasciotomy of the right calf on (B)(6) 2019. The angio-seal plug, the suture, and a moderate amount of thrombus were removed from the right common femoral artery. The pathology report described these as three fragments of clotted blood measuring 1.0 to 1.3 cm and a 1.0 x 0.5 x 0.5 cm fibrous right portion of tissue with a u­ shaped clear rubber device embedded within and a 3.0 cm white suture tied to the base of the clear device. The plaintiff remained hospitalized until (B)(6)2019, when she was discharged to an advanced healthcare rehabilitation facility. The plaintiff remained in the rehabilitation facility until (B)(6) 2019. She suffered skin blisters and sloughing and returned to surgery for debridement in (B)(6) 2020. The plaintiff continues to have complications and a continuing need for additional medical care.

Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code and lot number combination were not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow-up no. # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for collagen deposition and vessel occlusion. The exact root cause was unable to be determined. It appears that the patient was released from the medical facility even though there were symptoms of occlusion and diminished blood flow in the artery. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).